Event description:
It was reported that a device will alarm "door not fully latched" when the door is clearly closed. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received the device in question. The eval is not complete. When the eval is complete, a supplemental report will be submitted.